Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that when his pump gets to 90% it takes forever to bolus. Patient stated that they called one time and the lady told him to go into the application and delete something to make it quicker. Agent walked patient through clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that since they got their pump replaced in may, they have been having issues with connecting to their pump. The patient described having to 'reconnect' and download, and restart and had to 'do it twice' before delivering their medicine (agent understood pt may have been seeing restart application). The patient also stated that when they connect to the pump, it stopped at 90% and they had to sit there and hold it for like 30 seconds to a minute. Moreover, in the middle of the night, it took so long. The patient commented that they like the old personal therapy manager (ptm) way better since it was more dependable and easier. The agent walked the patient through closing all applications and clearing data on the handset. The patient confirmed that they were able to successfully connect to the pump without any issues. At the end of the call, the patient mentioned that the pump nurse went on the concentration daily dose then said you don't have to use the bolus (no current therapy issues were reported). The patient will monitor the issue and call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient receiving fentanyl from an implanted infusion pump. It was noted patient takes additional oral medication including morphine (100mg) and oxycontin (80mg). The patient reported they are dissatisfied with the new handset system for the personal therapy monitor (ptm). The stated they don't like having multiple pieces and how long it takes to connect. They added they don't like that they have to sync twice for a bolus to start. The patient stated the legacy programmer was so much easier to use, especially at night. The patient state they use the bolus mostly at night and the complexity of connecting is harder overnight.